Event description:
It was reported that during a shoulder surgery, the connection part of the tubeset had a water leakage, the water pressure cannot be adjusted, which led to overuse the saline bags to 1l. More than 2 hours were reported as a delay. No patient injuries were reported. The procedure was completed with the same device.